Event description:
It was reported, the customer has been having issues with air bubbles in the reservoir. Customer's blood glucose was 5.6mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.